Event description:
Physician reported right side rupture diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight and broken shell. A visual and microscopic analysis was performed which identified broken sharp opening , missing shell (0-25%) and crease folding. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken posterior edge due to an unidentified (tear) opening. A sharp opening on posterior edge due to an unidentified (tear) opening. Missing shell due to inconclusive reasons.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture diagnosed via MRI. The device has been explanted.